Manufacturer narrative:
(B)(64. The device history record for the product reported could not be verified as a lot number was not provided. No samples were received for evaluation so therefore the supplier is unable to determine a root cause for the issue reported. A review of the past 6 months device history record for product code reported zchmt25bg (including testing for incoming, in-process and finished goods) indicated no production process was out of control and no potential quality issues which might cause front wheel bending were identified. A review of the past 3 years of complaint history for this product code did not identify any similar reported complaints. Static loading testing conducted on zchmt25 rollator from mass production with (B)(6) lbs weight capacity and normal walking testing to check for any distortion or wheels bending situation did not result in any failure. From the test results, the sampled zchmt25 rollator from current production demonstrated a structure that meets the predetermined quantifiable strength and no wheel bending risk. The reported problem could not be repeated or confirmed and the root cause could not be determined from this investigation.

Event description:
Customer reported that she fell while using the cardinal health rollator safety seat walker when one of the legs bent. Customer reports she was not sitting on the walker, but rather just walking to the bathroom when she fell and broke her arm and that the leg by the front wheel bent. Patient reported that she is not obese, so was surprised that the leg of the walker was that weak. Attempts to obtain customer weight were unsuccessful.